Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. E118 was an error that occurred when a failure was detected in the communication between the boards. As far as checking the evaluation result by the local service department, the phenomenon was not duplicated. Omsc was therefore unable to identify a cause. Since the sign of corrosion caused by oxidation was found in the device, it was highly possible that the boards were damaged.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, randomly it stopped with otv error e118. There was no report of patient injury associated with the event. The event date was unknown.